Event description:
The lay user/patient contacted lifescan (lfs) (B)(4) on (B)(6) 2014 alleging that their onetouch verio iq meter was displaying an error 4 message. The customer service representative (csr) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient alleged that the product issue began on (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin, specifically a fixed dose of lantus and novorapid on a sliding scale based on meter readings. The patient reported continuing to take their usual dose of insulin after the product issue began. The patient reported developing symptoms of ¿clammy, sweaty, weak, dizzy - low blood sugar¿ on the afternoon of (B)(6) 2014. The patient reported treating these low symptoms with candy and 4 units of novorapid. At the time of troubleshooting the csr verified that the patient was using the correct testing technique but the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/13/2015). The patient¿s meter has been returned on 12/10/2014 and evaluated by lifescan product analysis on 1/5/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.